Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where drawer 2.1 was not detected on the bus. Additionally, it was reported that the user was able to retrieve the needed medication from the medstation nearby and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had been detected on the bus but required maintenance. A field service engineer rebooted the machine and tested the drawer. The system functioned as intended after the field service engineer had tested the device.